Manufacturer narrative:
Insulin pump was received with pump error 37 alarm during rewinding due to jammed motor gearbox. No pump error 38 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was 363 mg/dl. Customer reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was advised to the insulin pump required replacement, to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.